Manufacturer narrative:
As part of our continuous improvement efforts, final product inspection has been reinforced by upgrading to level ii, aql 0.65, and a general maintenance was performed on the 10 ml luer lock syringe assembly line. In addition, during a simulation of use, a longitudinal crack would likely prevent normal use of the syringe, as air would be expected to enter during filling and render the device nonfunctional. The defect is therefore considered readily detectable with a high likelihood under standard handling conditions. This supplemental MDR is being submitted to correct "report type (b1)" provided in the initial MDR 3014312726-2025-00163. The previously reported report type (b1) is product problem only was incorrect. The correct report type (b1) is adverse event and product problem.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. No samples of impacted sol-m 10ml luer lock syringe w/o needle, ref# p180010mp, lot# 04411046, 04411014 was received from the customer for evaluation, but pictures confirmed the issue. However, all the retained samples tested were within product specification requirements. The potential root cause may be the external force during transportation could break it while being used. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Event description:
Customer reported that patient suffered a cardiac arrest, requiring CPR and defibrillation, after an air embolus was inadvertently introduced into the coronary artery. Potentially caused by a cracked 10ml syringe included in procedure pack. Fortunately, the patient made a full recovery.